Manufacturer narrative:
The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. However, the pump had intermittent buttons due to corroded keypad traces. No button error alarms or display ramping on its own was noted. The pump also had a cracked case at the display window corners, a cracked reservoir tube, a cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the lcd window.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 30 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.